Manufacturer narrative:
When analysis is complete, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned. The fixation curve appeared to be intact. Resistance, pressure testing and hipot testing were then completed to verify the lead's electrical performance and insulation integrity. Measurements through out these tests were within normal limits. The lead did not pass the stylet insertion test, likely because dried blood had infiltrated the lead lumen. Laboratory analysis was unable to confirm the clinical observations that the lead dislodged.

Event description:
Boston scientific received information that this left ventricular lead dislodged. The lead was replaced with an active fixation per the patient's active lifestyle. No adverse patient effects were reported.

Event description:
The lead has now been returned.